Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they visited the emergency room due high blood glucose level. The customer¿s blood glucose levels were over 600 mg/dl, 300 mg/dl and 539 mg/dl. The customer did not mention any treatment for high blood glucose level. The customer did not mention any symptom related to high blood glucose level. The customer also reported no delivery alarms on the insulin pump. The customer reported that the alarm did not occur during manual prime. The insulin pump will not be returned for analysis.